Event description:
It was reported through remote transmission that low impedance and noise had been observed on the atrial lead. The lead was disabled at the time of the events. The patient would continue to be monitored.